Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2020 with blood glucose level of 564 mg/dl. The customer was treated with manual bolus, insulin drip and intravenous fluids for beginning stages of diabetic keto acidosis and had ketones in urine. The customer declined troubleshooting for high blood glucose. Customer¿s other blood glucose levels were 300 mg/dl then did manual bolus went up to 500 mg/dl and then gave 7 units and then blood glucose was 564 mg/dl. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.